Event description:
An arthroscopic ring curette instrument from the primary arthroscopy tray set broke inside the patient while the surgeon was performing a knee arthroscopy with debridement. The surgeon immediately detected the broken instrument upon its use and was able to retrieve the broken fragment of the instrument from the operative cavity location. There was no retained foreign item related to this instrument event.